Event description:
It was reported that a patient was experiencing an increase in seizures that he believed was causing more seizures than in the past. The physician did not know whether the increase in seizures was related to vns. The patient's vns settings were increased during a clinic visit, and the patient was referred for replacement surgery. The physician's office later reported that the increase in seizures was due to low battery, but no battery status indicator was provided. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator was returned to the manufacturer for analysis. Analysis was approved for the generator. The generator was observed to deliver the expected output for the programmed parameters. The generator was interrogated, and diagnostics were performed and returned results within the normal limits. The device performed according to functional specifications, and an end-of-service condition was not found with the generator. No abnormal performance or any other type of adverse condition was found with the generator. No additional relevant information has been received to date.